Manufacturer narrative:
Additional reporter name: dr. (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon had migrated and was appearing too low on the most recent chest x-ray. The customer had done everything possible to move the iab, but was unable to advance it. After troubleshooting, it was determined the issue was likely anatomical based on the information provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon had migrated and was appearing too low on the most recent chest x-ray. The customer had done everything possible to move the iab, but was unable to advance it. After troubleshooting, it was determined the issue was likely anatomical based on the information provided. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. A kink was observed on the catheter tubing approximately 41.4cm from the iab tip. Two additional kinks were observed on the catheter tubing near the y-fitting approximately 74.4cm and 75.4cm from the iab. Two kinks were also observed on the catheter tubing and inner lumen approximately 60.5cm and 61.0cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and kinks found on the inner lumen and catheter tubing. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not fully inflate due to the multiple kinks found on the device. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen. Kinks in the catheter tubing and inner lumen can cause difficulty during insertion of the iab. Additionally were unable to duplicate iab migration as we were unable to mimic the clinical setting. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Reference complaint (B)(4).